Event description:
Pt hematoma was reported.

Manufacturer narrative:
A service reported completed 03/18/2015 indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the compact delta operating manual. The customer did not provide any additional info regarding the pt. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. (B)(4).